Manufacturer narrative:
The suspect device was returned to olympus, however, the device evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light source became too hot and the error "e102" occurred. This report is submitted due to the reported "e102" error. The intended procedure was a bronchoscopy and was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿error code e102¿ was confirmed and have likely occurred due to normal deterioration, and/or wear and tear damage with customer mishandling. Other incoming inspection findings identified were: abnormal heat generation; poor appearance of the front panel; poor appearance of the top cover; accumulation of dust. Olympus will continue to monitor field performance for this device.